Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During the insertion of impella cp, a placement signal alarm went off as the pump was being placed in the aortic valve. The clinician adjusted the flow and was able to successfully insert the pump. There were no adverse events for the patient and the pump was successful.